Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was used during a retropubic mid-urethral sling procedure on (B)(6), 2011. There were no complications during this procedure.according to the complainant, post procedure, the patient presented with a wound infection at one of the suprapubic sites (exact date unknown). It is unknown if the infection is currently being treated. The physician does not believe that the infection is related to the sling. It was reported that the patient did not have any relevant medications or preexisting medical conditions that could have contributed to the infection.all other information is unknown, including the patient's current condition. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The complainant reported that the device was not used past its expiration date.